Manufacturer narrative:
The returned device was evaluated and the reported failure of the needle mechanism to fire was confirmed. The root cause was determined to be that the release bar was installed incorrectly, a manufacturing deficiency. Manufacturing work instructions and training procedures have been updated. The omnipod user guide warns "check the infusion site after insertion to ensure that the cannula was properly inserted. It is also a good idea to check your blood glucose about two hours after each pod change and to check the infusion site periodically. If the cannula is not properly inserted, hyperglycemia may result," and "test result greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall above 250 mg/dl. Qualification records were reviewed and the product lot met all acceptance criteria.

Event description:
The customer reported that he activated the device at 8:28 am on (B)(6) and his blood glucose was in ranged at that time. He reported the following bg history, carbohydrate intake and insulin treatment for this pod: see scanned table. After the last test, he removed the advice and observed that the cannula was not visible outside the pod. He also reported that his basal programs range from 1.1 to 1.3 u/hour and that the insulin vial had been open for longer than thirty days.